Event description:
It was reported that patient had an arthroscopy of left knee with shaving and debridement of trochlear notch, patella, medial femoral condyle and partial anterior synovectomy due to ongoing pain on the left lower extremity. It was noted that the patient had a very significant pathology: chondromalacia of patella. Arhtrocare wand was used to shrink the shrinkage about the area. The patient complained for some mark on her lower leg, there was some redness and the reason was unclear but it was totally separate and distinct from the rea where the arthroscopic surgery was done.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The photo of the patient¿s lower leg has been submitted for review and show the wound in question. There are several factors that could contribute to the reported event. Failure to attach the recommended suction properly can result in patient injury. Also, inadequate flow and circulation of saline could cause a patient burn, or allowing direct contact between the suction line and the patient¿s leg. Based on the clinical information and the photos provided which show various stages of healing by second intention the root cause of the patient¿s reported burn is likely contributed to an event that occurred during the procedure whether it was an unrecognized hot saline drip during the procedure or some other source. According to the information provided the burn does not appear to be due to a failure of the device itself. However, the exclusion of neosporin in patient¿s discharge instructions cannot be ruled out as a contributing factor. The future impact to the patient cannot be determined.